Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("I had to have two teeth pulled") and experienced hyperaesthesia teeth ("my teeth became extremely sensitive specially the front ones") and root canal infection ("a rooth canal"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, tooth extraction and root canal infection outcome was unknown and the hyperaesthesia teeth was resolving. The reporter considered hyperaesthesia teeth, medical device removal, root canal infection and tooth extraction to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hyperaesthesia teeth, tooth extraction, root canal infection, medical device removal. Amendment: the report was amended for the following reason: this case found to be duplicate of case (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("I had to have two teeth pulled") and experienced hyperaesthesia teeth ("my teeth became extremely sensitive specially the front ones") and root canal infection ("a root canal"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, tooth extraction and root canal infection outcome was unknown and the hyperaesthesia teeth was resolving. The reporter considered hyperaesthesia teeth, medical device removal, root canal infection and tooth extraction to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hyperaesthesia teeth, tooth extraction, root canal infection, medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.